Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 541 mg/dl, which was treated with insulin pump. Customer's symptoms of high blood glucose was feeling thirsty. Customer declined troubleshooting for high blood glucose. Customer's blood glucose level was at 408 mg/dl before call was ended. Customer also reported that he experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 53 and blood glucose was 541 mg/dl. Customer reported that when sensor was removed, cannula was bent and there was dried blood under tape. Customer was advised that sensor would be replaced. Insulin pump is not returning for analysis.